Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of peritonitis ('diffuse purulent peritonitis'), jejunal perforation ('small bowel perforation / perforation of the mid jejunum') and fallopian tube perforation ('right fallopian tube perforation/transmural injury of the right fallopian tube') in an adult female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced peritonitis (seriousness criteria medically significant and intervention required), jejunal perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right fallopian tube excision, salpingectomy(left) and removal fallopian tube, small bowel resection, exploratory laparotomy and small bowel resection, exploratory laparotomy,abdominal washout). Essure was removed on (B)(6) 2018. At the time of the report, the jejunal perforation and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation, jejunal perforation and peritonitis to be related to essure. The reporter commented: specimens: small bowel segment (jejunum) and right fallopian tube (with secure metal device),left fallopian tube plus essure device, tubes / drains: nasogastric tube, urinary catheter, wound drain (1/2 inch penrose drain). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: left fallopian tube ¿ 5.5 cm in length and 0.2 cm for the string and .5 cm for the string. Jejunum resection and consist of two fragments, the larger one a segment of jejunum 12 cm in length and 2.5 cm in diameter. Specimens: peritoneal fluid culture swabs. Small bowel segment (jejunum). Right fallopian tube (with secure metal device). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : fallopian tube perforation, small intestine perforation, peritonitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: qse for ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of peritonitis ('diffuse purulent peritonitis'), jejunal perforation ('small bowel perforation / perforation of the mid jejunum'), fallopian tube perforation ('right fallopian tube perforation/transmural injury of the right fallopian tube') and pelvic infection ('pelvic infection from recent novasure endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced peritonitis (seriousness criteria medically significant and intervention required), jejunal perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic infection (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (right fallopian tube excision, salpingectomy(left) and removal fallopian tube, small bowel resection, exploratory laparotomy and small bowel resection, exploratory laparotomy,abdominal washout). Essure was removed on (B)(6) 2018. At the time of the report, the jejunal perforation, fallopian tube perforation, pelvic infection and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, fallopian tube perforation, jejunal perforation, pelvic infection and peritonitis to be related to essure. The reporter commented: specimens: small bowel segment (jejunum) and right fallopian tube (with secure metal device),left fallcpi an tube plus essure device, tubes / drains: nasogastric tube, urinary catheter, wound drain (1/2 inch penrose drain). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: left fallopian tube ¿ 5.5 cm in length and 0.2 cm for the string and .5 cm for the string. Jejunum resection and consist of two fragments, the larger one a segment of jejunum 12 cm in length and 2.5 cm in diameter. Specimens: peritoneal fluid culture swabs small bowel segment (jejunum) right fallopian tube (with secure metal device). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : fallopian tube perforation, small intestine perforation, peritonitis, pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received : event "pelvic infection from recent novasure endometrial ablation" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of peritonitis ('diffuse purulent peritonitis'), jejunal perforation ('small bowel perforation / perforation of the mid jejunum') and fallopian tube perforation ('right fallopian tube perforation/transmural injury of the right fallopian tube') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced peritonitis (seriousness criteria medically significant and intervention required), jejunal perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right fallopian tube excision, salpingectomy(left) and removal fallopian tube, small bowel resection, exploratory laparotomy and small bowel resection, exploratory laparotomy,abdominal washout). Essure was removed on (B)(6) 2018. At the time of the report, the jejunal perforation and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation, jejunal perforation and peritonitis to be related to essure. The reporter commented: specimens: small bowel segment (jejunum) and right fallopian tube (with secure metal device),left fallcpi an tube plus essure device, tubes / drains: nasogastric tube, urinary catheter, wound drain (1/2 inch penrose drain) . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 14-jul-2018: left fallopian tube ¿ 5.5 cm in length and 0.2 cm for the string and .5 cm for the string. Jejunum resection and consist of two fragments, the larger one a segment of jejunum 12 cm in length and 2.5 cm in diameter. Specimens: peritoneal fluid culture swabs small bowel segment (jejunum) right fallopian tube (with secure metal device). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : fallopian tube perforation, small intestine perforation, peritonitis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.